Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mmol/l memory overwrite was observed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported receiving an error 3 after test strip insertion on their freestyle blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event. Mo confirmed upon return.